Event description:
Patient was implanted on an unknown date with plate and screws. During a follow up appointment, date unknown, the surgeon noticed the patients ankle had a weird angle to it as if the distal tibia fell varus. An x-ray, date unknown, revealed a non union of the distal tibia. It was noted that the surgeon followed standard protocol and allowed weight bearing after 10 weeks and noticed the deformity on follow up. Hardware was removed, date unknown, and patient was revised to a medial distal tibia plate with 8 or 9 screws. No further information is available from the hospital facility. This is 1 of 11 reports for this event.

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.